Manufacturer narrative:
Block b3: exact date unknown, event occurred two months and a half prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site when stimulation was turned on. The patient underwent an explant procedure, and the explanted device was discarded by the medical facility and will not be returned.